Event description:
It was reported that a reposition was attempted due a sensing anomaly. The lead was removed when the helix would not extend retract.

Manufacturer narrative:
Evaluation summary: the field experience of a sensing anomaly was confirmed. It is suspected that the anomaly occurred as a result of a fractured inner coil, caused from overtorque. The helix was found to be clogged with blood and tissue, which may have contributed to reported difficulty in extension/retraction. The electrical characteristics were found to be normal.